Event description:
The dentist reported the abutment screw fractured and was unable to be removed.

Manufacturer narrative:
This device has not been returned. Still implanted.

Manufacturer narrative:
The fractured restorative abutment screw was not returned, the screw fragment remains inside the implant. The reported event can be confirmed through the radiographs provided. Lot number and device reference number was not provided therefore a DHR review could not be conducted. A definitive root cannot be determined.(B)(4)